Event description:
"E" was initially received via regulatory authority (food and drug administration, reference number: mw5079220) on 30-aug-2018. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("terrible pelvic pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included glucosamine, lisinopril and multivitamin. On (B)(6) 2006, the patient had essure inserted. On (B)(6) 2009, 2 years 2 months after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("bloating/swelling of abdomen"), gingival swelling ("swollen gums"), dry eye ("dry eyes"), arthralgia ("joint pain on left side/hip pain/ knee pain"), back pain ("back pain") and pain in extremity ("heel pain"). The patient was treated with surgery (essure removed .). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal distension, gingival swelling, dry eye, arthralgia, back pain and pain in extremity outcome was unknown. The reporter considered abdominal distension, arthralgia, back pain, dry eye, gingival swelling, pain in extremity and pelvic pain to be related to essure. The reporter commented: an injury (serious injury ) was mentioned but not specified and /or assigned to one of the events. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5079220) on 30-aug-2018. The most recent information was received on 26-nov-2018. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("terrible pelvic pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included glucosamine, lisinopril and multivitamin. On (B)(6) 2006, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("bloating/swelling of abdomen"), gingival swelling ("swollen gums"), dry eye ("dry eyes"), arthralgia ("joint pain onleft side/hip pain/ knee pain"), back pain ("back pain") and pain in extremity ("heel pain"), 2 years 2 months after insertion of essure. The patient was treated with surgery (essure removed .). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal distension, gingival swelling, dry eye, arthralgia, back pain and pain in extremity outcome was unknown. The reporter considered abdominal distension, arthralgia, back pain, dry eye, gingival swelling, pain in extremity and pelvic pain to be related to essure. The reporter commented: an injury (serious injury) was mentioned but not specified and /or assigned to one of the events. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-nov-2018: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.